Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc - cracked. Verbatim: when used, cracks were found at the tip of the needle.

Event description:
No additional information is available.

Manufacturer narrative:
1. The customer returned two photos but did not provide any defective sample. The photos show a unit of batch number 4352311, and the unit has been marked on the metal wedge of the catheter hub. However, the specific defect location and condition of the unit could not be identified from the image. 2. DHR/bhr review (lot#4352311): 1) the products of this batch were assembled at intima ii auto line 2 in jan 2025 and packaged at r240 package line in jan 2025. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Retained samples from this batch were visually inspected, and no abnormalities were found. A 45-psi leakage test was conducted, and the tested sample passed. No leakage was observed in any part of the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photos only reveal the product batch number. The specific defect location and condition mentioned in the complaint could not be identified from the image, and no actual defective sample was received for further inspection and analysis. Therefore, the root cause of the reported defect cannot be determined at this time. The factory will continue to monitor and follow up on this type of defect.